Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.